Manufacturer narrative:
The device directions for use states: "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking."

Event description:
It was reported in 2007 that a portion of the subject device (guidewire) broke off inside the pt during a femoral bone tumor embolization procedure. The broken piece was removed without issue, method of retrieval unk. It is unk if there was any felt resistance to the guidewire or if continuous flush was maintained. Another guidewire was used to complete the procedure. The pt is reported to be "fine with no complications."